Manufacturer narrative:
Case reference number (B)(4) is a spontaneous pqc (product quality complaint) case initially received from a customer care representative on 31-dec-2020, regarding 'media leaked in two grafts pouches'. The patient's medical history and concomitant medications were not provided. On an unspecified date, burn therapy specialist (bts) from vericel reported finding media leakage in two pouches that contained the grafts. It was reported that the media did not leak outside of the self-seal pouches, foil seemed intact and adhered to dish and no foil seal was determined to be easy to remove as if it was not sealed properly. In addition, each dish had adequate media to cover graft and exhibited appropriate color. There were no cracks, tears or obvious defects shown in dishes. Grafts had not shifted and were all flat with no buckling observed. Outer box showed no damage, marks, cuts or discoloration. On an unspecified date, the patient received epicel autografts (cultured epidermal autografts, lot number: ee02651a, expiration date: 30-dec-2020) as planned, for an unknown indication. The patient was grafted with all 49 grafts. No further information was provided.

Event description:
Media leaked in two grafts pouches [product complaint].